Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8709sc, lot#: n128040011, implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 09-nov-2019, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-nov-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (55 mcg/ml, 22.007 mcg/day), morphine (5.0 mg/ml, 2.0007 mg/day) and bupivacaine (30 mg/ml, 12.004 mg/day) via an implantable pump for an unknown indication for use. Information received reported the physician performed a catheter dye study because the patient's main complaint was that she was not receiving adequate/lack pain relief from the pump. The physician aspirated the catheter. The aspiration of the catheter was successful and he aspirated about 1 ml of fluid. The physician then continued with the procedure by injecting contrast media into the catheter to determine the location of the catheter and to rule out any fracture or kinks with the catheter. Based on the catheter dye study, the catheter was intact. Soon after the pump was updated, the patient started to experience nausea, bilateral leg weakness, and they informed the physician that they weren't feeling well. The physician assessed the patient's condition and decided to place the patient on minimum rate dose and the squad was called to transfer the patient to the hospital for overnight observation. The patient's dose was programmed to minimum rate. It was unknown at the time of this report if the issue was resolved. The patient's status was alive - no injury.